Event description:
It was reported that the subject device presented a blackout that occurred multiple times during surgery. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: sudden blackout. Image flickering. Cable water ingress. Imagining water ingress. Main body water ingress. Main body damage (lens). Cable slack. Cable kink. Free lock lever contamination. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on historical data, possible causes include such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and/or electrical problems such as open circuit, short circuit, or signal loss, and mechanical problems such as leakage or seal deformation. The most probable cause of this complaint is component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device..